Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's left ventricular lead had dislodged. As a result, surgical intervention was undertaken to explant and replace the lead. No adverse consequences were reported.